Event description:
Procedure: laparoscopic colon. Reportedly, after the tissue was sealed there was bleeding confirmed while the surgical cavity was being washed. The pt required a blood transfusion. There is no current status available.